Event description:
Customer reported leaking tubing at luer connection to needle free valve. No harm to pt was reported. Set was received. Leak was confirmed on 11/13/2008. Due to possible chemo contamination of sample, set cannot be sent to manufacturing site for full investigation, however, investigation of different leak event with same luer part number showed female luer had gas traps in internal diameter that allowed leaking to occur. F/u report will be filed if additional info is received from luer supplier in the future.

Manufacturer narrative:
Evaluation: (luer). Pt info requested, and all available info is included.